Manufacturer narrative:
Concomitant products: product ID 3886, lot# j0204999v, implanted: (B)(6) 2002, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Event description:
It was reported that the caller was asking about stimulator and MRI. Caller was MRI clinician. They want to scan the l-spine. Agent asked, was the MRI to diagnose a device or therapy problem with implant. The caller states yes, it's in same area so he was assuming so. The follow up physician most familiar with situation was unknown and event date was unknown.